Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced problem with the sensor. The customer's blood glucose value was 282mg/dl. Troubleshooting was performed and customer does not allege that the pump was under delivering. The product will not be returned for analysis.